Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the issue is not resolved and the patient hasn't been seen for follow-up yet. No further complications were reported or anticipated.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient stated that their ins won't hold a charge. The patient was instructed to make an appointment, however they haven't been seen yet. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had still not made a follow-up appointment so the patient had not been seen since the initial report. No further complications were reported/anticipated.